Event description:
Facility: (B) (6), (B) (6). Synopsis: the hospital reported a serious reportable event [sre] on 6/22/10 regarding a surgical burn from an instrument that occurred on (B) (6) 2010. A bovie tip cauterizer and senn retractors were used during the surgery. On completion of the breast biopsy, the surgeon noted the incision edges had a full thickness burn. The edges were excised 1-2 mm for wound closure and healing. During inspection of the senn retractors, a small crack was noted in the insulation coating. The cause of the burn was due to the bovie tip touching the metal exposed in the crack of the insulation of the senn retractor. Although central sterilization staff inspects surgical instruments, no documentation is logged regarding the inspections, and there are no policies and procedures for the inspection process. The senn retractor was coated with insulation per surgeon request at an outside agency and not mfg as such. The pt was informed of the incident/burn that occurred during surgery at the one week follow up visit. The surgeon said he preferred to tell the pt at that visit. The pt letter regarding the sre was mailed after one week. The incident occurred as reported. Deficiencies were cited.

Manufacturer narrative:
The reported premature battery depletion was verified in the laboratory. The device was exposed to various temperature and humidity testing; no anomalies were found. The battery was sent back to the vendor for further evaluation. Analysis found an internal battery anomaly, which caused the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The device was explanted due to suspected premature battery depletion.